Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for review. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions or determine root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified heavy nicks and gouges along with fractures. The fractured post was not returned. The complaint is confirmed. Review of the device history record identified no related deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured during use. No further information is available at this time.